Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon resected the tissue at the application to complete the procedure. The hosp has reported no pt injury occurred.